Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
The customer provided patient information. Fields are updated with the reported information.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
Physio downloaded the device's electronic records and verified the reported issue. The device battery pins were replaced as a preventive measure and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.